Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a return of their bowel symptoms. The patient stated that they had some chinese food and that may be related to the issue as the next day their symptoms improved. Using the programmer, it was determined that the stimulation was on and the patient felt the stimulation. It was also reported that the patient received a replacement programmer which did not show any of the programs. It was reviewed that it was normal when getting a replacement programmer that the programs will need to be re-entered by the healthcare professional (hcp)/manufacturer¿s representative. Additional information was received from the consumer: the patient had help from a technician and was able to make the programmer work again, the programs were re-entered. When asked whether the issue had been resolved, the patient stated that sometimes diarrhea can keep it from working properly. Additional information was received on 2018-oct-01 from a consumer indicating that they had a programmer replacement around (B)(6) or (B)(6) and was told they needed to have programs put in it. The patient stated everything was fine for about a month or so, and then they started having symptoms. The patient stated for about 2 months they were having problem with constipation, not being able to go, not finishing, and not getting time to get to the bathroom. The patient also reported for about 2-3 months they had not been feeling stimulation, and they started getting urinary tract infections. No further complications were reported.